Event description:
Customer reported after testing, result is different that what is stored in device memory. Customer stated device = 130 & 30 mg/dl and memory is off, however values were not provided. Currently device will not power on and values from memory could not be retreived. No controls were used and strip information was provided. A request was made for return product and replacement product was sent.